Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked blood. This was discovered during use. The following information was provided by the initial reporter: it's noticed that blood leakage at insertion site during infusion. The leaked blood is about 1-2 ml.

Manufacturer narrative:
H.6. Investigation summary: no actual sample and picture returned. According to the complaint information, it may be hose leakage. Master production records were reviewed for this lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A visual inspection of the five retained samples was performed and no defects were noted. Without sample or photo, bd could not observe the failure mode. H3 other text.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked blood. This was discovered during use. The following information was provided by the initial reporter: it's noticed that blood leakage at insertion site during infusion. The leaked blood is about 1-2 ml.